Event description:
It was reported that the device exhibited an alarm with a blank screen. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found damaged housing, a blank lcd, and contaminated dso and uso sensor. The event history log was unable to be reviewed due to the alarming with blank screen. Functional testing was able to duplicate the reported problem. It was determined that the fluid ingression to the microprocessor unit board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.